Event description:
It was reported that the patient was having issues with leg bag tubing twisting and getting kink in tubing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "defective components received from supplier." The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1. Separate notches with circles. Put straps* through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing* 4. To empty dispoz-a-bag leg bag, remove cap at bottom. Important: hold green connector firmly while removing cap. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practise and applicable local, state and federal laws and regulations." The device was not returned.

Event description:
It was reported that the patient was having issues with leg bag tubing twisting and getting kink in tubing.